Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Lab analysis of the device: visual analysis of the returned device noted the luer taper of syringe is broken. Device labeling for the reported events of expulsion and break: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the syringe "exploded where the needle attaches to the syringe." Healthcare professional confirmed that the needle did not disengage from the syringe. It was further reported that, ¿when the doctor went to inject the syringe, fluid emerged through the side of the tip/cap" and that the doctor "did not see any visible, apparent cracks on the syringe, but are unsure of microscopic damage." No injury to patient, staff, or injector. The packaged needle was used for the injection.